Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation events. There is no indication that the patient sustained a serious injury. Device evaluation summary: monitor sn (B)(4) was returned and evaluated at the distributor. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction. The distributor functionality testing confirmed that the device was fully functional. The monitor pulse delivery and ECG acquisition circuitry was fully functional. Electrode belt sn (B)(4) was returned to the distributor and is currently under evaluation. A review of device download data does not suggest any electrode belt malfunction that could have caused or contributed to the treatment event. The investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the inappropriate shock event was lack of response button use prior to shock delivery. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was multiple counting of the patient's ECG signal. The multiple counting satisfied the detection algorithm's rate detector. The source of the motion artifact could not be positively identified through the cause and effect analysis. The following factors could not be ruled out as contributing causes of the motion artifact: body motion; poor ECG contact with skin. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at <http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf>. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate treatment event while in a skilled nursing facility. The patient was treated four times. Multiple counting of the patient's ECG signal and motion artifact contributed false detections. The first two treatments were 5j and 6j. The cause for low-energy pulses could not be positively identified, but it was likely due to the therapy electrodes not being in full contact with the patient's skin. There is no indication that a device malfunction caused the low energy pulses. The patient was conscious but did not press the response buttons during the event. The patient reportedly had dementia. The patient remained in the nursing facility.